Event description:
It was reported that the ventilator shut down and restarted on its own while connected to a pt. The unit did not seem to have any further issue so the pt stayed on the ventilator. Several days later, the unit began alarming hw fault. Then the ventilator shut down and powered up several times with an audible alarm. The pt switched to a backup ventilator. No pt harm reported.